Event description:
It was reported that the customer experienced a low blood glucose (bg) of 53 mg/dl, cause was not known. Reportedly, the customer was using humulin r within their supplies and the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support advised the customer against using off-label insulin and educated the customer to not be connected to the pump during the fill tubing process. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.